Manufacturer narrative:
Covidien reference number: (B)(4).

Event description:
It was reported that during use, a ventilator's silence/reset button was blinking and turned off although it was not touched. The patient was removed from the ventilator and transferred to a different ventilator. There was no negative patient outcome (harm/injury) reported as a result of this event.

Manufacturer narrative:
(B)(4). Medtronic was not authorized to evaluate/service the device. It was completed by a non-medtronic service provider. A membrane was returned for evaluation. The service engineer evaluated the membrane and the reported complaint could not be duplicated.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.